Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review was not performed. The sample was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model nod8pt chronic catheter allegedly had a fluid leak. This report was received from one source. This malfunction involved a patient with no patient consequences. Age, weight, and gender was not provided for the patient.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review was not performed. The sample was returned for evaluation. The investigation confirmed for fluid leak and fracture. The definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model nod8pt chronic catheter allegedly had a fluid leak. This report was received from one source. This malfunction involved a patient with no patient consequences. Age, weight, and gender was not provided for the patient.